Manufacturer narrative:
Additional information was received on (B)(6) 2017 on the event. It was initially assumed that the cerebrovascular accident (cva) was clot-related. Suspected clot was treated with an unspecified technique. Update indicated that the injury was a result of hypertension secondary to a pre-existing pheochromocytoma and not related to a clot. The condition was suspected but not diagnosed until after the event occurred. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cerebrovascular accident requiring clot removal (technique unspecified). During the procedure, there were no stroke-related signs or symptoms. Post-procedure, the patient had wide fluctuations in blood pressure, with systolic ranging from 90-300mmhg. Hours post-procedure, the patient was diagnosed with a clot-related ischemic stroke. Intervention was clot removal. Patient was reported to be asymptomatic and in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. There were no reported neurological symptoms since the procedure was completed. Cardiovascular medical history includes hypertension. Procedure was rescheduled from the previous day due to hypertension. It was noted that it is not believed that a biosense webster, inc. Product was responsible for the issue. Physician did not provide a causality opinion. There were no catheter issues related to temperature or flow. There is no information regarding generator parameters or settings during the procedure. Patient received anticoagulant (heparinized saline) during the procedure. There were no errors reported on any bwi equipment during the procedure. Physician did not report any product problems or issues. There were no complaints of char or coagulum. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.